Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly and the user interface flex assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designator u2. U2 when heated, caused the device to not complete the boot-up process. The removed user interface to flex assembly was an ancillary part and there was no failure of the assembly. (B)(4).

Event description:
The customer contacted physio-control to report that their device logged multiple event codes in the device's memory. Upon evaluation of the customer's device, physio-control observed that the device was intermittently displaying a white display and was locked-up. Defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.